Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 26-jan-2021 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 26-jan-2021: distal cap - fixed type failed seal integrity inspection, insertion tube perforation at stage 1, failed dry leak test, distal cap - fixed type distal tip upgrade, air/ water socket cylinder o-ring chipped, up/ down brake knob/ lever markings faded, right/ left brake knob markings faded, leak at insertion tube stage 1, failed wet leak test, lightguide prong cover glass set loose, endoscope failed electrical safety test - hi-pot, # 2 remote control button cover cracked, elevator knob clicking sound, umbilical cable single buckled under pve root brace, operation channel twisted in bending section, fluid invasion not observed in control body, pve electrical connector frame mild corrosion. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector stay coil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assay attaching screw, rl pulley assay, ud pulley assay, remote control button, deflector body link, o-ring(0.5x1.3) imp-1, o-ring (1.8x19.8), remote control button, signal wire for ccd imp-t, shield pipe for ccd. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 20109. The endoscope is awaiting repair or approval by final qc as of 19-feb-2021.